Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The patient stated that he received erroneous results when testing with coaguchek xs meter serial number (B)(4). At 2:58 p.m., a sample from the patient was tested on the meter, resulting as 6.0 inr. The patient stated that it is possible that hand sanitizer had not fully dried on his hand prior to collecting a sample for the first measurement. The customer finished up the test strips in one vial, so he opened a new vial of the same lot to perform the next two measurements. At 3:05 p.m., a sample from the patient was tested on the meter, resulting as 2.4 inr. At 3:09 p.m., a sample from the patient was tested on the meter, resulting as 2.8 inr. No adverse events were alleged to have occurred with the patient. The patient did not receive any treatment as a result of the incident. The patient's medication was not changed based on the meter results. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is once per week. The patient did not have any hematocrit issues. The patient has antiphospholipid syndrome. The patient did not take overlapping heparin therapy or direct thrombin inhibitors. The patient's warfain dose was withheld for two days since the last test. The patient has had no changes in diet since the last test. The patient did not have any special or unusual diet. The patient mentioned that he scratched his leg, which consequently let to bleeding. No medical treatment was required for the bleeding. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 272165) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. The patient's meter and test strips were returned for investigation. The returned meter and strips were tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 3.0 inr; donor 2 inr: 2.4 inr. Donor 1 hct: 38%; donor 2 hct: 37%. Testing results: donor 1: retention meter with masterlot strips: 3.0 inr; customer meter with customer strips: 3.1 inr. Donor 2: retention meter with masterlot strips: 2.5 inr; customer meter with customer strips: 2.5 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.